Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported to have been discarded. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event was reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the surgeon reported that the leaflets did not approximate well and was not sure if there was a suture around one of the struts. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction. However, the patient required a longer bypass run time and it led to the need for an intraaortic balloon pump, pressors, and blood product administration to stabilize the patient. As the device was not returned for evaluation, the root cause for the leaflets not approximating well due to possible suture loop remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the 25mm pericardial mitral valve was explanted at implant for leaflets not approximating well due to possible suture loop. The explanted valve was replaced with another 25mm pericardial mitral valve. Per obtained medical records, the patient presented with shortness of breath, chest pain, nonproductive cough, pleuritic pain, and was found to have severe pulmonary edema with hypoxic respiratory failure. She was admitted to the hospital, evaluated, and found to have acute infarction with flail posterior papillary muscle. She was taken to surgery at for emergency mitral valve replacement and coronary artery bypass grafting. The 25mm was implanted and the sutures were tied using the cor-knot device. Once this was completed, the valve just did not look right. The leaflets did not approximate well and the surgeon was not sure if there was a suture around one of the struts. The surgeon did not feel comfortable so the valve was removed. A second 25mm pericardial mitral valve was implanted and this time it seated nicely and it looked good. After cardiopulmonary bypass was discontinued, it was confirmed that there was no paravalvular leak, the leaflets of the valve worked perfectly. The patient was placed back on bypass due to low systemic pressures, and an intraaortic balloon pump was placed. Cardiopulmonary bypass was discontinued with pressors. Due to the long pump run, the patient was given platelets and fresh frozen plasma. The patient was anemic prior to surgery and required several units of packed cells. Once off bypass, the patient continued to improve. No paravalvular leaks were noted and the leaflets of the valve worked perfectly. The patient tolerated the procedure well and was taken to the intensive care unit improved and ventilated with good lv function. The patient was discharged in good condition on post-operative day 18.